Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: customer returned (1) loose 3/10cc syringe with part of the shelf carton from lot # 9337434. Customer states that the finger flange was found to be broken. The returned syringe was examined and exhibited a broken flange. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch # 9337434 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause:"on (B)(6) 2020, (B)(4) received a photo complaint. Visual inspection of the picture found (1) syringe with a broken flange. On side of the barrel flange was broken off. Assembly process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Packaging process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported before use the bd ultra-fine¿ insulin syringe found the product is damaged (broken, missing, unassembled) (if device is still operable). The following information was provided by the initial reporter: the customer stated "the finger flange was found to be broken."